Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested while seated with the aviva system and got a reading of 89 mg/dl. She stated she was not feeling any symptoms of hypoglycemia at the time. Customer then stood up and lost consciousness for a few seconds. Customer's husband contacted emts. The emts arrived and tested the customer with their meter (unknown type) and got a reading of 60 mg/dl within 10 minutes of the reading on the customer's meter. The emts treated the customer with one tube of glucose gel and transported her to the emergency room. Customer received an IV at the ER but did not know what the IV contained. Customer was released from the ER 3-4 hours after her arrival and states she felt fine. Requested return of suspect device and replacement was sent.